Event description:
The customer reported the alarm does not sound when weight is removed. The customer did not report the date when this issue occurred. There was no patient incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product found that the alarm powers on but does not sound when weight is removed from the sensor or when the sensor is unplugged. The alarm case has a cut on the over mold and scuffs on the plastic case. Note: instructions for use has a statement: if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or the pir sensor is activated. (B)(4).